Event description:
In 2006, pt was operating the axs-8000 on a ramp in front of her home when it tipped over backwards causing her to sustain various personal injuries.

Manufacturer narrative:
If product is returned or additional information is received, we will submit an updated MDR report at that time.